Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an attempted implant, vessel preformation with this right ventricular lead was exhibited. The implant procedure was not supported with a boston scientific field representative, thus no further information has been communicated. The lead was removed from the procedure and discarded in the absence of additional adverse patient effects.